Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 4 months. The device will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016, passing away at home. The cause of expiration was sepsis, and the patient expired under hospice care. The infection was first noted approximately (B)(6) 2015 when the patient had the first positive driveline site culture. The infection began at the driveline exit site and eventually tunneled down to the pump pocket. The device will not be returned. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Driveline and pump pockets infections as well as sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.